Event description:
It was reported that the customer experienced discrepancy between sensor glucose and blood glucose, change sensor and calibration not accepted. The customer¿s sensor glucose value was 58 mg/dl while blood glucose value was 202 mg/dl at the time of the incident. The customer declined troubleshooting. The customer reported no adverse event. The event involved product(s) mmt-7040a. Mmt-7040a was returned for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA: 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On (B)(6) 2024, customer alleged received sensor glucose vs. Blood glucose event, change sensor/bad sensor alarm and cal error/ calibration not accepted. Following our received of the one returned used sensor (needle not returned) performed visual inspection and found sensor electrode broken, place sensor under microscope and found sensor electrode broken in half, missing broken part, unable to continue with functional testing due to sensor being damaged. In summary, the customer complaint of unexpected sensor alarms. Could not be confirmed, due to broken sensor electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is